Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a battery failed alarm with a red notification light and a flashing medtronic logo. Blood glucose value at the time of event was 400 mg/dl. The customer was treated with a manual injection. The event involved product(s) mmt-378a, mmt-332a, mmt-1715kl. Troubleshooting was performed for the flashing medtronic logo and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the battery failed alarm and the issue was resolved. Troubleshooting was declined by the customer for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-378a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1715kl was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test or verify the flashing medtronic logo and battery failed alarm due to the critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace, history, and comlink3 files using thus. A review of the pump history and detailed trace files reveals on 7/14/2025 at 09:53 there were three (3) consecutive critical error handling pump error 63 [filenumber = 522, linenumber = 341, variableinfo = 0c (12)] alarms (arm watchdog failure) were triggered and on the third instance, caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate assembly, motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Pump error 63 and critical pump error (open book image) alarms are confirmed, faults are isolated to the hardware. The flashing medtronic logo and battery failed alarm complaints are unknown due to the critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.